Event description:
It was reported to boston scientific corporation on september 21, 2022, that a wallflex biliary fully covered rmv stent was implanted in the pancreatic duct to treat a stenosis secondary to chronic pancreatitis during a stent placement procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous. On (B)(6) 2022, the wallflex biliary stent was scheduled to be removed as the stenosis was already resolved. During the stent removal procedure, there was difficulty in removing the wallflex biliary stent, and the stent was unable to be removed. The patient encountered bleeding, but no intervention was performed as the bleeding stopped on its own. Furthermore, a stent ingrowth was noted, and another wallflex biliary stent of a larger size was placed to necrotize the ingrowth. Reportedly, both stents will be removed at a later date. Note: it was reported that the wallflex biliary stent was implanted in the pancreatic duct. The wallflex biliary rx fully covered stent system rmv instructions for use (IFU) states, the device is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures. The wallflex biliary stent is not intended to be placed in the pancreatic duct.

Manufacturer narrative:
(B)(4).